Manufacturer narrative:
.

Manufacturer narrative:
A review of the manufacturing records did not reveal any material or manufacturing deviations that would have contributed to the reported failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
Revision surgery was reported due to a fractured plate.